Event description:
It was reported the hemostasis valve of the agilis sheath detached from the end of the handle during insertion of the dilator. The agilis device was in the pt for a short time when the physician noticed the valve broke away from the handle. The agilis device was removed and replaced with another; there were no consequences to the pt.

Manufacturer narrative:
One 8.5f agilis introducver and one dilator were rec'd for eval in two pieces. Microscopic examination revealed an angled separation through the shaft between the base of the hemostasis body and the handle. St. Jude medical has completed its investigation of complaints of hemostasis value hub leakage or separation at the handle. A raw material batch of sheath polymer was a major contributor to the issue. The finished sheath brittleness increased with this raw material batch on specific sub-lots. That cause greater susceptibility to leakage or fracture. Corrective action is being implemented that places more stringent limits on the raw material along with other actions to minimize the potential for embrittlement of the sheath and its effect on the device.